Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarm low battery. Customer's blood glucose was unknown mg/dl. The customer's mother stated that the batteries on the device is draining faster than expected. The customer's mother was unable to troubleshoot due to device not turning on. Customer's mother was advised to find recommended battery and attempt to turn the device on. Customer was advised to call us back if the low battery issue continue to occur.